Event description:
Customer reported poor image quality and the kvp is greater than the set value by more than 5%. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined system was within specs. System operates as intended. This MDR is related to ge healthcare complaint.